Manufacturer narrative:
Clinical review; a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis which warranted antibiotic therapy. The pdrn reported the cause of the event was the patient¿s poor aseptic technique, which ultimately lead to a breach in sterility. Those individuals undergoing pd therapy are known to be at high risk for infections of the peritoneum. Based on the information available, there is no evidence or indication the liberty cycler set caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient experienced abdominal pain (specifics not provided) and cloudy peritoneal effluent fluid; and was subsequently diagnosed with peritonitis. The peritoneal dialysis registered nurse (pdrn) stated the patient reported to the outpatient dialysis clinic with complaints of abdominal pain and cloudy effluent fluid. A peritoneal effluent fluid culture and cell count was obtained, and the cell count revealed an elevated white blood cell (wbc) count (value not provided). The patient was diagnosed with peritonitis and was treated as an outpatient with intraperitoneal vancomycin and ceftazidime (duration and dosages not provided) daily. The pdrn stated the culture results showed no bacterial growth. Per the pdrn, the cause of the peritonitis was a breach in sterility caused by poor aseptic technique. The patient reportedly has physical limitations (specifics not provided) which brought about the breach in sterility. The patient continues to perform ccpd therapy and is recovering from the event.

Manufacturer narrative:
Correction: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.